Event description:
It was reported that during a heart procedure, the device produced malformed staples. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 03/06/2008. Info not available, device not returned for analysis.